Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, e3, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2022 to 11-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was not detected on the bus after a power outage. A field service engineer finds that the retractor for drawer was extremely damaged, bent, touching both the drawer controller, pcb and the drawer module pcb causing both to fail. The field service engineer replaced the retractor assembly of the drawer controller, pcb and the drawer module pcb and verified proper operation of the meditation afterwards. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on bus after a power outage. The customer tried to reboot the device, unable to recover. It was 1 hour delay and patient were in emergency room, but patient did not need any intervention there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was not detected on bus after a power outage, customer tried to reboot and unable to recover. Field service technician replaced retractor assembly, controller and module printed controller board. Tested and verified functionalities through application. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on bus after a power outage. The customer tried to reboot the device, unable to recover. It was 1 hour delay and patient were in emergency room but patient did not need any intervention there were no adverse events or injuries reported based on this event.